Event description:
Subsequent to general surgical operation of the abdomen, pt was ordered parenteral dilaudid every two hours. There was oliguria. On the second and third postoperative day, the pt complained of dyspnea. Late in the afternoon of the third postoperative day, the pt was ordered a bmp test. There had not been one done on day two. The bmp test indicated a creatinine more than three times the pt's normal and peri-operative baseline. It was electronically transmitted to the (B)(6) by the lab, silently, without any indication it was complete. No one saw the results. The (B)(6) are of defective design since there is not any way for the clinicians of being informed that new results have arrived, unless a care team member is forever scanning the pt's (B)(6). Without having seen the creatinine result, the severity of the postoperative complications was not appreciated by the care team or the radiologists. A computerized tomography angiogram was ordered and completed despite evidence on the bmp of acute renal failure. The blood test result indicating acute renal failure was missed by the medical care team and radiologists. The radiologists saw a dilated stomach and esophagus, filled with fluid. While the pt was on a general med-surg ward, an attempt at passing a naso-gastric tube was not successful. Within 12 hours, the pt, who remained on the general med-surg floor vomited and died, presumably from asphyxiation.